Manufacturer narrative:
The manufacturer previously reported the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smoke smell in mask¿ is classified as low and does not present a serious risk to patient safety. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the heater plate burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information a dreamstation 2 advanced auto CPAP smells like smoke when turned on. The were no reports of flames, melting or voids/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service center for evaluation, and the customer's complaint of smoke smell was not confirmed. The complaint of odor emitting from the heater plate was confirmed to be due to charring. During the evaluation it was noted that dried liquid spots with potential mineral deposits were observed on the iso port and there was charring/delamination on the heater plate. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Should further information provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP smells like smoke when turned on. The were no reports of flames, melting or voids/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP smells like smoke when turned on. The were no reports of flames, melting or voids/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smoke smell in mask¿ is classified as low and does not present a serious risk to patient safety.